Event description:
It was reported to philips that the device is disabled and unable to perform the self-test. There was no patient involvement.

Event description:
It was reported to philips, that the device is disabled. And unable to perform the self-test. There was no patient involvement.